Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what does "snapping" mean? Did the needle detached from the suture?, did the needle pulled off? Or did the suture break? When did the event occurred:during removal from package / during passage through tissue/ during tying / post-op? What is the specific number of devices (total quantity involved) that failed during this procedure? What is the event day and year? What is the procedure name? Patient's current condition? What was used to complete the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a suture pulled off the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 08/03/2020 additional information: d8, e2, h6 a manufacturing record evaluation could not be completed as batch p9b763 is invalid. Corrected information: d4 ( lot), g1 the following information was requested, but unavailable: - please clarify what does "snapping" mean? - did the needle detached from the suture?, did the needle pulled off? Or did the suture break? - when did the event occurred: during removal from package / during passage through tissue/ during tying / post-op? - what is the specific number of devices (total quantity involved) that failed during this procedure? - what is the event day and year? - what is the procedure name? - patient's current condition? - what was used to complete the procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.